Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01918.it was reported that the patient experienced 3 driveline disconnect alarms from (B)(6) 2020 to (B)(6) 2020 as well as pump stops. The patient experienced another driveline disconnect alarm on (B)(6) 2020 while on battery power. During this time, the pump was off for four seconds. The patient denies disconnecting the driveline. All connections are intact and alarms persisted even after controller exchange. It was recommended to exchange the modular cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed discoloration to the modular cable. A specific cause for the observed discoloration could not be conclusively determined through this evaluation. Evaluation of the returned modular cable did not reveal an issue that would have contributed to the reported event. Upon examination of the modular cable, a light gray discoloration was observed in the polyurethane outer jacket along the length of the cable. In addition, the inline connector bend relief also had a gray discoloration. The controller and in-line connector pins appeared unremarkable. The cable passed manufacturing test procedure and was determined to function as intended. Visual inspection of the underlying armor and bionate layers appeared unremarkable. Visual inspection of the underlying wires revealed kinking; however, the wire insulation revealed no evidence of damage. Incidental findings were also found. Evaluation of the modular cable revealed a light gray discoloration to the polyurethane outer jacket. In addition, the inline connector bend relief also showed a gray discoloration. The outer jacket and underlying armor layer, bionate, and wires were free of damage. The observed discoloration was a cosmetic issue and would not have contributed to the reported event. A specific cause for the observed discoloration could not be conclusively determined through this evaluation. The current version of the heartmate 3 lvas IFU, document #100169835, rev. B and patient handbook, document #10006136, rev. B provide information on driveline care and cleaning in the caring for the driveline section. The equipment maintenance section explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The alarms and troubleshooting section provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. No further information was provided. The manufacturer is closing the file on this event.